Manufacturer narrative:
H6 - results - no device code for catheters. H6 - primary finding of device analysis of the 19.5cm segment returned to MFR revealed no device failure - no anomaly found.

Event description:
Report rec'd of catheter removal due to tear in the device. Upon follow-up investigation with the health care provider, it was discovered that this was the second catheter revision for this pt with the last month. Additionally, a third revision was done approximately three weeks after this reported event due to another catheter fracture. After troubleshooting by the physician, including confirmation of implant technique, it was discovered that the pt had been using crutch use may have been the cause of the pt's catheter fractures. The decision was then made to replace the pt's entire infusion system, placing the catheter at a lower level to avoid this problem in the future. Since this most recent surgery, the pt has had no further diffuculty, and experiencing great therapeutic results.